Event description:
Philips received a complaint on the v60 ventilator indicating that the touch position of the touchscreen was misaligned. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device was sent into a philips repair center for periodic maintenance. An authorized service provider (asp) evaluated the device at the repair center on (B)(6) 2025 and inspected the device, confirming that there was a misalignment in the touch position of the touchscreen. Touchscreen calibration did not resolve the issue, so the asp replaced the touchscreen to resolve the problem. Following the part replacement, the asp completed a general inspection, cleaning, running test, and function test before returning the device to the customer.

Manufacturer narrative:
The removed touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. The high out of specification resistance results were the cause of the touchscreen misalignment issue and the reason the issue could be confirmed at the pil.